Event description:
It was reported that patient experienced the infusion set fell off due to tape not sticking on 24 apr 2026. The infusion set was in use for three to four days.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Name: medtronic minimed address: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.